Event description:
On (B)(6) 2019, the lay-user/patient contacted lifescan (lfs) (B)(6), alleging that his one touch select simple meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that on (B)(6) 2019 at 9:00 am he obtained an inaccurate high result of ¿220 mg/dl¿ with the subject meter. The patient stated that he manages his diabetes with 18 units of humalog mix 50/50 insulin each morning. In response to the elevated result, the patient reported that he took an increased dose of 22 units of humalog 50/50 at 9:00 am. The patient claimed that on the afternoon of (B)(6) 2019, he developed symptoms of ¿headache and sweating;¿ symptoms he associated with low blood glucose. In response to the symptoms, the patient claimed he treated himself with a glucagon injection and after a few minutes felt normal. The patient reported that he obtained a result of "32 mg/dl" with a continuous glucose monitoring system at the onset of the symptoms. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.